Manufacturer narrative:
(B)(4). Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device in the user mode and performed the operational verification procedure of the device. At this time, the reported event was not duplicated and no assembly failure was identified or replaced for further investigation. The device passed all testing and was returned to the customer.

Event description:
The customer reported the avea ventilator's rate was set at 15 breaths per minute (bpm) when the ventilator started to auto cycle to 50 bpm while in patient use. The patient was placed on an alternate ventilator and it was reported that there was no patient harm or injury.